Event description:
The manufacturer received information alleging a ventilator's exhalation valve was found to be in an open state. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's active exhalation control module was replaced and oxygen blending module needs to be replaced to address the issues.